Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. There was no deformation in the area where the foreign matter remained and it is unclear if reprocessing was completed according to the instructions for use. The event can be detected/prevented by following the instructions for use which state: instructions for gif/cf/pcf-290 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for gif/cf/pcf-290 series, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Event description:
The event was observed during inspection for use prior to a diagnostic screening procedure. The procedure was completed using another scope.

Manufacturer narrative:
The device was returned and the evaluation found the following: the device was returned and the evaluation found the following: nozzle has foreign objects; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; due to wear of angle wire, the play of upwards/downwards knob is out of the standard value; adhesive on bending section cover or distal sheath rubber has a chip; adhesive in bending section cover or distal sheath rubber had a crack; adhesive on bending section cover or distal sheath rubber had a white-clouded area; due to clogging of nozzle, air supply volume does not meet the standard value; due to clogging of nozzle, water supply volume does not meet the standard value; due to clogging of nozzle, water removal ability does not meet the standard value; scope connector is dirty due to water leakage; adhesive around objective lens is peeled; light guide has a crack; adhesive around light guide lens is peeled; due to damage on scope connector, a noise image occurs; distal end cover had a dent; objective lens has a scratch; protector of universal cord on scope connector side has a scratch; universal cord has a wrinkle; universal cord has a scratch; switch4 had a wear; switch2 had a scratch; paint on scope cylinder is peeled; paint on air/water cylinder is peeled; scope connector is dirty due to water leakage; and crack of adhesive on bending section cover or distal sheath rubber. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the colonovideoscope nozzle had a foreign matter. The issue occurred during an unknown event. There were no reports of patient involvement.